Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported the patient was hit by lightning in 1997 or 1999, therefore, the patient¿s system was revised/replaced in a new pocket in 1999. It was noted that "exploration of hole system" in 1998 occurred but it was unknown what this exactly means. Past medical history included: crbg, diabetes, and copd.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.